Event description:
A 68-year-old female with medical history of multi-vessel coronary artery disease, peripheral vascular disease, bilateral non-significant carotid artery stenosis, dyslipidemia, hypertension, recent intolerance of statins, and ex-smoker presented with stable angina on (B)(6) 2019 and enrolled in a cobra trial. Coronary angiography performed showed type c, moderately calcified lesion in the mid right coronary artery (rca). Percutaneous coronary intervention (pci) with pre-dilation balloon angioplasty, placement of cobra pzf¿ (3.0x24mm) stent in mid rca with no post-dilatation required. Another lesion proximally was stented with 3.5x24mm cobra pzf stent with good angiographic results. The post-procedure course was uncomplicated. At 12-month follow-up phone call, it was reported that the patient was admitted to hospital on (B)(6) 2020 due to stable angina. Angiography showed 67% focal restenosis in the mid rca (2nd target lesion) treated with pci with drug-eluting stent (des). The patient was discharged to home on (B)(6) 2020 with no adverse sequelae.

Manufacturer narrative:
H2 additional information: b5 revised. H6 coding revised. Stent remains implanted in patient. As event occurred approximately 1 year after index procedure and there was no reported device malfunction, the delivery system is presumed discarded and was not requested. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements. A review of instructions for use confirmed that restenosis is labeled as a known potential adverse event. The investigation determined that while a definitive root cause was not able to be assigned to the reported complaint, in this case, the most likely contributors to restenosis may be attributed to disease progression and patient comorbidities and risk factors; additionally, a relationship between restenosis and study device cannot be completely excluded. Intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 1 year after index procedure and there was no reported device malfunction, the delivery system is presumed discarded and was not requested. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements. A review of instructions for use confirmed that restenosis is labeled as a known potential adverse event. Investigation is not yet complete. A follow-up report will be submitted with additional, relevant information.

Event description:
A (B)(6)-year-old female with medical history of hypertension, atrial fibrillation on apixaban, peripheral vascular disease, and ex-smoker. Presented with stable angina on (B)(6) 2019 and enrolled in a cobra trial. Coronary angiography performed showed type c, moderately calcified lesions in the mid right coronary artery (rca). Percutaneous coronary intervention (pci) with pre-dilation balloon angioplasty, placement of cobra pzf¿ (3.0x24mm) stent in mid rca with no post-dilatation required. The post-procedure course was uncomplicated, and timi flow 3 noted. At 12-month follow-up phone call, it was reported that the patient was admitted to hospital on (B)(6) 2020 due to stable angina. Angiography showed restenosis in the mid rca (2nd target lesion); treated with pci with des stent. The patient was discharged to home (B)(6) 2020.